Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa noticed that there was an ongoing beeping sound coming from the hemopro power supply after he released the activation button on the handle. He removed the hemopro device from the patient¿s leg and the cutting tip was glowing red, power supply was unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw. It remained attached at the base and the tip of the jaw. The insulation on the jaws were slightly cracked, and frayed indicating burn of device component. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. It was observed that the toggle on the switch was stuck in the "on" position. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ and the analyzed failures " bent wire" and "burn of device or device component- boot burn " were confirmed. Specific actions for the confirmed reported failure "device remains activated" is being maintained and investigated under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa noticed that there was an ongoing beeping sound coming from the hemopro power supply after he released the activation button on the handle. He removed the hemopro device from the patient¿s leg and the cutting tip was glowing red, power supply was unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.